Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual inspection was performed and the sharp edge of the rib damages the tubing if the tubing is pulled under some angle and causes breakage. The product met specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a neck dissection on (B)(6) 2014 and a reservoir was attached to a drain. When the drain was pulled out of the subdermal tissue, the connection between the drain and the trocar broke. There was no adverse consequence to the patient.